Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient claimed that the pump was rebooting by itself. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible battery compartment or battery cap damage. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box shows evidence of power on resets. No visible damage found to the battery compartment. The threads on the returned battery cap were observed to be stripped. The returned battery cap keeps spinning around and is unable to maintain an electrical connection and attach to the pump, rebooting was duplicated with the returned battery cap. A new test battery cap was able to fully tighten to the pump. The pump was exercised for 24 hours with test battery cap, no power issues occurred during testing with the test cap. Unrelated to this complaint, the pump boots to the verify screen with a pinkish contrast display screen. Pump cover removed insert a test screen. Pump booted to the verify screen with a normal contrast with test screen.